Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Damaged items. Please replace. Trial extractor sledding material. Artic trial- springs came loose.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device finds the extractor is scratched/nicked. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. This is a duplicate report of 1818910-2018-69967. Is being retracted as it is report duplication. 1818910-2018-69991 will be kept for investigation purposes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.